Event description:
Related MFR report: 1627487-2019-11850. It was reported during elective replacement of the patient's scs ipg the physician inadvertently pulled the leads out of the epidural space. Consequently, the physician had to replace the patient's scs leads. No adverse patient consequences occurred. Effective stimulation therapy was established postoperative.